Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a020503 captures the reportable code of the mesh packaging squished on one side.

Event description:
It was reported that an advantage fit system device was opened and intended for use in a procedure. During unpacking, the mesh packaging was found to be squished on one side. Due to concerns about the sterility of the device, the mesh was not used on the patient. Similar damage was observed on the other four advantage fit devices from the same box. No patient complications were reported. Note: this manufacturer report pertains to the fourth of five devices opened.